Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 40 alarm due to critical pump error (open book image) alarm and unable to download the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor safety circuit failed test. The customer's blood glucose value was 11 mmol/l. Customer was unable to clear the pump error alarm, power loss alarm and program the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.